Event description:
The customer reported that she was having low suction with her pump in style device. The customer also reported that she was engorged and had to go to the hospital

Manufacturer narrative:
In follow up with a medela clinician on 05/06/2015, the customer reported that she had to got the emergency room and received a course of antibiotics to treat mastitis. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." Riordan and wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.